Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning conducted at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning conducted at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. It was observed that the customer dropped the device, which led to the reported disassembly of the components.